Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 539 mg/dl. The customer's blood glucose levels had been high for a few days, and was experiencing blurred vision, sweating and fever. Troubleshooting was performed, and the basal rate total was not correct for the day prior to the event. The insulin pump passed the prime test. The call was disconnected shortly after. Unable to contact the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.